Event description:
MFR's rep reported the pt is experiencing symptom return, volume discrepancies have been confirmed between the reservoir volume, and the programmer expected volume; however, specific numbers were not reported. The implanted pump is approx 7 yrs old, no pump alarms have been observed. A catheter dye study was done through the cap and reportedly "showed good perfusion." Following, the health care provider programmed the pump to deliver a 5 mg therapeutic bolus in an attempt to evaluate the pt's response. MFR's rep confirmed the catheter was not reprimed with drug after the diagnostic dye study; therefore, the volume delivered in the programmed 5 mg therapeutic bolus was 0.1 ml, which was likely volume that filled the catheter volume back up with drug, and thereby, providing a minimal, if any volume/bolus to the pt. Add'l troubleshooting options are being considered, a f/u report will be sent if new info is rec'd.